Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was not able to maintain power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/01/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:during testing, the pump powered on with audio tones and vibrations functional but the display was blank. The power issue was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display screen was cracked in multiple places.